Manufacturer narrative:
(B)(4). Sample will not be returned - discarded.

Event description:
It was reported that the catheter was placed for an interscalene nerve block in the pre-op. As the catheter was being removed, it was stuck. The outer coating on the catheter started to bunch up and the coil wire on the inside of the catheter became unraveled. The pt was taken to surgery and the entire catheter was removed. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported. The catheter was successfully removed in surgery. On (B)(6) 2011, f/u info states the catheter became unraveled as they tried removing it from the pt and prior to the surgical removal.